Event description:
The customer reported to olympus, the evis exera ii gastrointestinal videoscope tested positive for microbial contamination. The scope had two positive samples. During the first sampling, the scope tested positive for 280 colony forming units (cfus) of acinetobacter baumannii. During the second sampling, the scope tested positive for 20 cfus of acinetobacter baumannii. The issue was found at reprocessing during a routine culture of the scope. All channels were tested however, the results enclosed are for the specific channels that tested positive. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus. Prior to the device being evaluated, it was sent to an independent laboratory for culture testing. The device had no detection of microbial contamination, and the results were concluded as conforming to standard. The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer aspirates water through the channels and flushes out the air/water, auxiliary and the forceps elevator wire channel. The customer uses an unspecified detergent during the pre-cleaning process. During the manual cleaning process, the customer uses dialzyma plury detergent and brushes the instrument channel, suction cylinder, and instrument channel port. The customer uses olympus plury short and innovamedica long single-use brushes. The scope is manually disinfected with an unspecified solution. For automated endoscope reprocessor (aer) treatment, an isa medivators machine is used with isaclean detergent and adaspor (disinfectant). The scope is stored in a simple cabinet without drying function. Olympus is not the maintenance company used by the customer. The scope was not sterilized. Upon device return and evaluation, it was observed that the adhesive on the bending section cover was cracked. It was also observed that the bending angle in the down direction did not meet standard due to wear of the angle wire. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.